Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as an open scratch about ½ cm wide that bled under the brown electrode. There is no allegation of a device malfunction. The current medical condition of the irritation is unknown as multiple follow-up attempts were unsuccessful.